Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented for follow up, device was outputting incorrect longevity estimates. The battery information was analyzed from multiple follow-up sessions. Analysis showed normal battery depletion but an incorrect longevity estimate. No adverse events were reported. The device remains implanted.